Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to a dislodgement, confirmed with x-rays, that caused oversensing without pacing inhibition. Reportedly, the brady/tachy therapy was turned off on this product a few days before the revision procedure because of the malfunctions described. This rv lead remains in service and no additional adverse patient effects were reported.